Event description:
The pump was returned for service where a failure code 715:00 was found in the event history. Although attempts were made by the baxter service facility to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event